Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a colectomy procedure, the clips did not close properly and got twisted. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90c36. The er320 device was returned for analysis and upon inspection the jaws were found to be in a misaligned condition. In addition, 2 scissored clips were returned in a plastic bag. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.